Event description:
Procedure type: hernia. According to the reporter: the balloon would not inflate during the case. No patient contact. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4).